Event description:
It was reported that the right atrial (ra) lead exhibited lead monitor warning and a polarity switch. The ra lead also exhibited variable impedance that was also low and noise on the ra lead and inhibited pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).